Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had difficulty stabilizing blood glucose (90-250 mg/dl). Customer acknowledged that the pump basal rate was too high and novolog insulin did not "work well" with their body; however, customer was not sure if pump was delivering insulin properly. Pump system check found no issues with the pump. Tandem technical support requested customer upload pump data to confirm basal delivery; however, customer did not upload.